Event description:
An optometrist reported two months following photo refractive keratectomy (prk), a patient reported seeing ghosting images/halos and practically double vision in both eyes, distance and near. The patient also reported the symptoms were worse at night. In a follow up with a technician, he indicated the patient was last seen on (B)(6) 2014 and the event had dramatically improved. He also reported the patient was prescribed brimonidine tartrate drops and artificial tears on the date of the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).